Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the healing collar (hc443) would not seat in the implant.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). No product was returned for inspection. The reported event is unconfirmed as the products were not returned and couldn't be visually or functionally assessed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.